Event description:
The customer reported the evis exera iii xenon light source sporadically stopped working although the original xenon bulb was replaced. In addition, an e102 error displayed. There was no patient harm or user injury reported due to the event. This report is being submitted for the e102 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the main lamp was blinking and made the tissue indistinguishable. The unit was very dusty and required cleaning. The inspector concluded that excessive clogging of the fans with dust could lead to overheating of the unit. In addition, broken front panel, worn base, main switch contaminated, and various small parts contaminated were observed. The unit worked as normal after thorough cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the customer complaint of ¿main lamp is blinking and makes tissue indistinguishable.¿ was not duplicated. As the unit was used with lots of dust inside it, the main lamp could not be lighted. Therefore, it was determined that e102 and blinking of the main lamp occurred. After thorough cleaning, the device functioned according to specifications. Some defects were also determined to be due to wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the defect occurred during a colonoscopy procedure and the examination took longer, however, it was successfully completed without harm to the patient.